Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). Compared to a laboratory result using an unknown method. The customer's meter time/date was not set correctly, so dates of meter results are unknown. On (B)(6) 2018 the meter result was 1.1 inr at 7:29 pm. On (B)(6) 2019 the meter result was 1.2 inr at 8:26 pm. On (B)(6) 2019 the meter result was 1.2 inr at 7:52 pm. On (B)(6) 2020 the meter result was 1.3 inr at 7:37 pm. On (B)(6) 2020 the meter result was 1.2 inr at 8:23 pm. The dates of the laboratory results are unknown. The customer stated he has been going to the laboratory weekly and his results have been between 2.0-2.3 inr. The customer¿s therapeutic range is 2.0-3.0 inr.